Event description:
The lead was returned to the manufacturer after being explanted post-mortem. The patient died in a manner not related to the implantable pacing lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product ID# 407458. Analysis was performed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant medical products: product ID addr01, implanted: (B)(6) 2011; product ID 5076-52, implanted: (B)(6) 2011. (B)(4).